Event description:
It was reported by service report that the breakaway head section has two bolts sheared off and is unable to lock into place. The customer could not determine whether there was patient involvement and/or adverse consequences.

Manufacturer narrative:
Breakaway head section.